Event description:
It was reported that the 2600 system would not fluoro during morning warm up procedure. There was no pt involvement.

Manufacturer narrative:
A ge service rep performed an on site investigation. The rep spoke with the operator and found that the operator had been improperly trained as to settings to use during the warm up. Rep advised operator as to proper procedure. The system was tested and found to be working as intended and put back into service.